Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured in section as the customer's weight was not provided. This event is related to MDR # 1810909-2021-00051.

Event description:
The customer reported that he performed control tests with the contour next one meter and obtained readings of 140 mg/dl at 9:12 a.m., 145 mg/dl at 9:13 a.m., and 139 mg/dl at 9:14 a.m. The meter did not automatically mark them as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the in-house contour next one meter was tested with the in-house contour next test strips and in-house contour next control solution from lot # 0bv2g64, as lot # 0bv2g58 associated with the event expired in (B)(6) 2021. The control results obtained during in-house testing were within specifications and were properly marked as control tests.